Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 300 mg/dl and 60 mg/dl within 1 minute on 2 different aviva meters. The same vial of test strips was used for each test. The customer was experiencing hypoglycemic symptoms at the time and was capable of self-treatment. The alleged product was replaced and requested for evaluation.